Manufacturer narrative:
Lot# review: suspect /reported lot numbers 3293926 (mfg. 07/2016) (B)(4) units were manufactured, tested, inspected and release citing no exception documents.

Event description:
Complaint received concerning component damage/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information reports the first event as follows" blood leak, torn membrane" and a second event" leaking blood". There were no reported patient injuries, adverse outcomes.